Event description:
It was reported that when the lead was removed from the box, it was noticed that the tip of the electrode was bent. The lead was not used with the patient, a different lead was used. There was no patient injury.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow up report will be submitted once analysis is complete.

Manufacturer narrative:
Analysis of the lead found the distal end bent (new out of the box).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.